Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The 75% stenosed target lesion was located in the renal artery. A 6.0mmx18mmx150cm express sd stent balloon expandable was selected for use. During the procedure, the artery of the lower extremity was too tortuous, the opening of the renal artery formed a very small acute angle with the abdominal aorta. The support force of the stent was not enough, and the recoil force was high, it was placed three times, however, it fell off and it was not deployed successfully. The procedure was not completed due to this event. There were no patient complications as a result of this event.